Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was monitored for several days and no blank display anomaly, external ram crc or unexpected restart error alarms were noted. No damage was found on the interface board or lcd isolation tape. No unexpected reset settings anomaly or display anomalies were noted. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window. No damage on the belt clip slot was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly while inserting a sensor into her skin. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery compartment was cracked. The customer's insulin pump also alarmed unexpected restart error. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. A self test was performed and passed. Due to the physical damage, the insulin pump was returned for analysis and a replacement device was shipped to the customer.